Event description:
It was reported that a patient experienced symptoms of blurry vision, distant and near, after the implant of an intraocular lens (iol) in the right eye. In addition, a membrane peel was performed in both eyes and a pars planta vitrectomy was done in both eyes in 2013. The date of event is unknown. No further information has been provided. A separate medical device report (MDR) is being submitted for each eye.

Manufacturer narrative:
Specific date of event was not provided.to the best of our knowledge the lens remains implanted. (B)(4): membrane peel.all pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.